Event description:
It was reported that they are getting a rare error code, which caused the patient to be re-exposed. It was determined that there was a software communications, the system was rebooted. Once this was done the system is working as intended.